Event description:
The male patient had two cypher stents implanted in the left anterior descending and the circumflex in 2006. Approximately eight months later, the patient was found dead in his bed. The patient was still on antiplatelet medication when he passed away. Catalog and lot numbers of the device are not available for reporting. There are no further details. There was no post mortem performed.

Manufacturer narrative:
Two products are represented in this report. Additional information will be submitted within 30 days of receipt.